Event description:
On (B)(6) 2011, the pt was implanted with a spectra penile prosthesis device. The device was removed in (B)(6) 20911 due to infection. The pt was reimplanted on (B)(6) 2011.

Manufacturer narrative:
Additional information: catalog # 720054-03, serial # (B)(4); manufacture date: 06/01/2009. Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.